Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -9.50/1.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. Intraoperatively the lens was implanted and removed due to excessive vaulting. The problem was resolved. The cause of the event was reported as unknown

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).